Event description:
It was reported that the resistance was felt in several units of the foley catheter. The sterile water could not be removed or injected. The catheters from the same batch were having the same result. The product could not be used and a change had to be made. As per additional information received on 26sep2023, stated that the quantity concerned was about 80 to 100 pieces. The incident was noted during the procedure, prior to patient use. There was no harm to the patient or health care professional. There was no exposure of blood or chemotherapeutic to mucous membranes (eyes, nose and mouth) or skin. There was no medication was being administered.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be due to collapsed / pinched inflation lumen under the balloon or along the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile. Water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use. More force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached photo, no abnormalities and visual defect was observed on the sample and balloon inflated. However, the reported event could not be confirmed due to poor sample condition. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure could be due to collapsed / pinched inflation lumen under the balloon or along the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the resistance was felt in several units of the foley catheter. The sterile water could not be removed or injected. The catheters from the same batch were having the same result. The product could not be used and a change had to be made. As per additional information received on 26 sep 2023, stated that the quantity concerned was about 80 to 100 pieces. The incident was noted during the procedure, prior to patient use. There was no harm to the patient or health care professional. There was no exposure of blood or chemotherapeutic to mucous membranes (eyes, nose and mouth) or skin. There was no medication was being administered.